Event description:
This ra lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013. A email was received on 9/12/2017 stating that this lead was explanted due to infection. The physician was dr. Rafel atassi at st john medical center in westlake, oh.this lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2017 due to infection. The physician was (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).